Manufacturer narrative:
(B)(4). A review of the lot history record was performed for both clip delivery system (cds) devices used during the procedure, as the specific device associated with the difficult clip deployment could not be determined. The manufacturing records review includes an assessment of the lot history record (lhr), exceptions, complaint history and the risk assessment documentation. The results are as follows: part / lot / serial # [s/n]): (B)(4), expiration date: 25-apr-2018, unique device identifier (UDI) number: (B)(4). Part / lot / serial # [s/n]): (B)(4), expiration date: 26-apr-2018, unique device identifier (UDI) number: (B)(4). The device was not returned for evaluation. A review of the lot history record revealed either no manufacturing nonconformities issued to the reported lots that would have contributed to the reported event or no nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from the lots. All available information was investigated and a definitive cause for the reported difficulty to deploy the clip in this incident could not be determined. The reported wedged clip was determined to be due to procedural conditions of the difficult deployment. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the devices.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The additional cds referenced in describe event or problem is filed under a separate medwatch report.

Event description:
This is being filed to report clip deployment was difficult. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. The first clip was advanced to the mitral valve leaflets. The leaflets were grasped medial of a2/p2 and deployment was started; however, after retracting the actuator knob nearly 1 cm, the clip did not release from the shaft. The clip was wedged/there was an angle between the shaft and the clip. Troubleshooting was performed and after one minute the clip successfully detached from the shaft. Mr was reduced to 2. To further reduce mr, a second clip was advanced to the mitral valve leaflets. The leaflets were grasped lateral of a2/p2 deployment was started; the clip did not detach from the shaft until after one minute. A total of two clips were implanted,(70424u277, 70425u109), mr was reduced to 1-2. There was no adverse patient effect and no clinically significant delay during the procedure. No additional information was provided.